Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that a malfunction alarm occurred. Furthermore, it was reported that the pump was not working properly. No additional information was provided. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm and malfunction issues were verified, but the undefined issue could not be verified.